Manufacturer narrative:
The provider has the device for evaluation. The consumer has a loaner device to use until evaluation and/or repairs have been completed. A follow-up report will be generated after completion of evaluation and/or repairs.

Event description:
Alleges driving chair when the left wheel became unattached from the chair at the motor mount and consumer fell out of chair.

Manufacturer narrative:
The provider has repaired and returned the device to the customer. The device is working properly.

Event description:
Alleges driving chair when the left wheel became unattached from the chair at the motor mount and consumer fell out of chair.